Event description:
It was reported that dilator tip damage occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. Upon insertion of the faradrive, fraying at the tip of the dilator was noted. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
H11: device analysis updated. H6: evaluation conclusion codes - updated. Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. An attempt to evaluate compatibility between the sheath and dilator was performed, which noted a successful interaction as the dilator was able to be fully inserted into the sheath without issue. However, inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive on the inner rim of the shaft inside the valve hub. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the inner rim of the shaft.

Event description:
It was reported that dilator tip damage occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. Upon insertion of the faradrive, fraying at the tip of the dilator was noted. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. The reported event was confirmed.

Event description:
It was reported that dilator tip damage occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. Upon insertion of the faradrive, fraying at the tip of the dilator was noted. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory.